Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / increasingly severe pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), medical device discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse") and fatigue ("chronic fatigue"). At the time of the report, the pelvic pain, medical device discomfort, heavy menstrual bleeding, abdominal distension, abdominal pain, dyspareunia and fatigue had not resolved. The reporter considered abdominal distension, abdominal pain, dyspareunia, fatigue, heavy menstrual bleeding, medical device discomfort and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 27-may-2021: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / increasingly severe pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), medical device discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse") and fatigue ("chronic fatigue"). At the time of the report, the pelvic pain, medical device discomfort, heavy menstrual bleeding, abdominal distension, abdominal pain, dyspareunia and fatigue had not resolved. The reporter considered abdominal distension, abdominal pain, dyspareunia, fatigue, heavy menstrual bleeding, medical device discomfort and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 05-may-2021: medical record received: reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.